Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified unspecified vessel. A 1.50mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. Upon first inflation, the balloon ruptured at 8 atmospheres. The device was completely removed from the patient. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.